Manufacturer narrative:
The container caps were intact, but residual liquid was found around the neck of the container. The customer was wearing lab coat and gloves. Based upon available information root cause is unknown.

Event description:
The act 5diff wbc lyse reagent container was found to be leaking upon opening the kit. There was no exposure to skin, eyes, open lesions or mucous membranes. No death or injury was associated with this event and the operator did not seek medical attention.